Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 for treatment of severe persistent asthma. According to the complainant, the patient was admitted into the hospital prior to the bt procedure on (B)(6) 2012, and underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2012. The procedure was completed successfully with no issues noted. Following the bt procedure, the patient developed a cough, yellowish sputum, shortness of breath and chest pain on the left side of the chest. She was treated with an albuterol nebulizer, and continued her treatment every four hours. Subsequently, around 3:30 am. The morning after the bt procedure, the patient experienced a sudden and severe exacerbation. She was intubated around 8:30 am. As her condition was deemed life threatening and sent to the intensive care unit (ICU). During her intubation, the patient vomited and aspirated food particles. A chest radiograph confirmed that the patient had developed aspiration pneumonia. She was treated with intravenous tazocin. Reportedly, her condition improved and she was extubated in less than 24 hours, but remained within the ICU for a total of 3 days. The physician examined the patient when she returned to the ward and noted that she was wheezing and coughing throughout her examination, and remained breathless when speaking. She also complained of chest tightness, but affirmed her continued use of the albuterol nebulizer every four hours. Additionally, the physician confirmed that the patient was treated with prednisone (15 mg) three days prior to the bt procedure. On (B)(6) 2012, she was discharged. Upon discharge, the patient did not have a cough, sputum, or shortness of breath. She is reported to be doing well and has not experienced any recent exacerbations. On (B)(6) 2012, during a follow up appointment, her fev1 was 72.8% predicted. **additional information received since (B)(6) 2012.** on (B)(6) 2012, the patient experienced a sudden and severe exacerbation at 3:00 am. Subsequently, that same morning, she experienced two additional exacerbations at 5:00 am. And 8:00 am. Reportedly, each exacerbation was worse than the previous event. However, upon discharge from the hospital, the patient reported to "feel a better quality of life" in everyday activities.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6), 2012 for treatment of severe persistent asthma. According to the complainant, the patient was admitted into the hospital prior to the bt procedure on (B)(6), 2012, and underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6), 2012. The procedure was completed successfully with no issues noted. Following the bt procedure, the patient developed a cough, yellowish sputum, shortness of breath and chest pain on the left side of the chest. She was treated with an albuterol nebulizer, and continued her treatment every four hours. Subsequently, around 3:30 am. The morning after the bt procedure, the patient experienced a sudden and severe exacerbation. She was intubated around 8:30 am. As her condition was deemed life threatening and sent to the intensive care unit (ICU). During her intubation, the patient vomited and aspirated food particles. A chest radiograph confirmed that the patient had developed aspiration pneumonia. She was treated with intravenous tazocin. Reportedly, her condition improved and she was extubated in less than 24 hours, but remained within the ICU for a total of 3 days. The physician examined the patient when she returned to the ward and noted that she was wheezing and coughing throughout her examination, and remained breathless when speaking. She also complained of chest tightness, but affirmed her continued use of the albuterol nebulizer every four hours. Additionally, the physician confirmed that the patient was treated with prednisone (15 mg) three days prior to the bt procedure. On (B)(6), 2012, she was discharged. Upon discharge, the patient did not have a cough, sputum, or shortness of breath. She is reported to be doing well and has not experienced any recent exacerbations. On (B)(6), 2012, during a follow up appointment, her fev1 was 72.8% predicted.

Manufacturer narrative:
MFR name: boston scientific corporation (B)(4). The device was not returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that batch (B)(4) met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Exacerbated asthma, chest pain and pneumonia are known adverse events associated with the use of this device and are listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.